Event description:
Can you review the carelink for the care alert for low bipolar impedance? D: bipolar impedance of 190 ohms. Historical trends from (B)(6) 2021, showed bipolar rv impedances around 342 ohms. Rv threshold has increased. R: discussed the bipolar vs unipolar impedances. Bipolar impedance should be higher than unipolar. Rv lead is an epicardial b.sci lead from 2012. Discussed change in rv threshold, discussed current egm and rv capture. Hcp will bring patient in to assess function of the rv lead. Unipolar programming may be a temporary option for the patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).